Manufacturer narrative:
As reported by the physician, there was difficulty when attempting to retrieve an optease filter from the patient. Following multiple attempts, no additional information has been made available. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The date of implantation and the date of the attempted retrieval are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This device is not available for testing and evaluation. The device is also an optease filter but the exact catalog and lot numbers have been requested but has not been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the physician, there was difficulty when attempting to retrieve an optease filter from the patient.